Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that patient experienced an infection at the right lead and burr hole cap site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the right lead and burr hole cap was explanted to address the issue. The patient was administered IV antibiotics to address the issue.